Manufacturer narrative:
A ge service representative performed an onsite investigation. The boards and connectors were reseated. The technique processor board and the sram were replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system would not boot up. There was no report of death or serious injury associated with the complaint.